Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 3 of 7, patient was connected. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc to clear the alarm. The tsr then had the hp disconnect to end the therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or adverse event associated with this report.